Manufacturer narrative:
Result of investigation: vyaire third party field service technician went onsite and evaluated the device. Technician replaced the defective turbine manifold to fix the reported issue weird noise from turbine. Technician replaced the defective flow valve to fix the issue found during service which was delivered tidal volume exceeding high limit.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported delivered tidal volume exceeding high limit on the lap top ventilator 2200. At this time, there is no information regarding patient involvement associated with the reported event.